Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifiers: (B)(6).

Event description:
It was reported that during a middle of a therapeutic gastrointestinal endoscopic mucosal resection (emr) and removing the polyp (in a male, japanese patient) a burn was reported which was larger than usual. The procedure was completed with the same device. The patient experienced abdominal pain and fever after returning home. Upon examination, the tissue was cauterized over a larger area than the doctor expected. The burn had spread to the tissue. So, the patient was transferred to another hospital and remained hospitalized. The examination revealed no perforation. The burn did not extend to the muscle layer but five clips were used to stop the bleeding. Follow up information revealed that the patient had a second-degree burn and antibiotics were administered. A blood test was performed as a follow up examination and inflammatory reaction was noted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates added to the following fields: h3, h4, h6, h11 the device was returned to olympus for inspection and the reported event could not be reproduced. Visual inspection revealed no abnormalities. Additionally, olympus visually confirmed the condition at high-frequency output using a combination of treatment tools and other equipment and compared the condition of high-frequency output with another esg-100. However, there was no difference in the output state. The event may be caused by the following: if the event was caused by the device, the output value was higher than the set value due to an internal electrical problem, or the high frequency range was wider than usual. If the event was caused by handling, it is surmised that the setpoint may have been too high or the duration of the high-frequency output was too long. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.